Manufacturer narrative:
Corrected field: g1 (contact person ¿ mfg site) analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The fse determined this to be an iab issue and possibly related to how the catheter was used. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. Patient height: 169 cm. The associated intra-aortic balloon has been reported under medwatch report # 2248146-2021-00672.

Event description:
It was reported that during use on a patient via axillary insertion, the cardiosave intra-aortic balloon pump (iabp) alarmed gas loss. No patient harm, serious injury or adverse event was reported.